Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected due to corroded electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed low battery alarm and replace battery alert. Customer reported that the insulin pump was warm so they changed battery, but problem still persists. Customer reported that they inserted new battery but display showed only half battery. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.